Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing and low p-waves during the patient's arrhythmia. In addition, there was ventricular deflection on the atrial electrogram. The right atrial (ra) lead remains in use. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming of the lead's sensitivity has been planned.